Manufacturer narrative:
Final analysis found a possible bad connection at the feed thru connector which contributed to the reported anomalies. The cause of the bad connection on the feed thru could not be determined.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of ventricular output and high impedance measurements. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.